Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient has effective therapy and no surgical intervention is planned. There is no device malfunction.

Manufacturer narrative:
It was reported the patient has effective therapy and no surgical intervention is planned. There is no device malfunction.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of the event is estimated.